Event description:
It was reported to philips that the user must press the wireless footswitch twice to activate it. The device was in clinical use. No patient or user harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the planned/non-emergency treatment was completed as planned by using the same wireless footswitch. A philips field service engineer (fse) inspected the system onsite and identified that wireless pedal did not work properly and had to press it twice to activate it. Fse replaced the wireless footswitch and paired to receiver which resolved the issue. The defective wireless footswitch was returned for analysis and the part analysis indicated that the wireless footswitch had loose bracket causing the failure. After replacing the wireless footswitch and pairing it with the wireless base station, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the issue addressed in the field safety corrective action 2021-igt-bst-020 /medical device correction z-0476-2022 but it is related to wireless foot pedal having a loose bracket causing the footswitch to be pressed twice to get activated. Based on the investigation results, philips concludes that the complaint is not reportable.